Manufacturer narrative:
The event did not result in a death or a life-threatening injury. There was no device defect or malfunction reported with the devices. The patient experienced unrelieved numbness and weakness of the left arm since the initial cage implantation whose cause is uncertain. When a CT and emg scan was performed, the surgeon observed the cages were placed too medially. As a result, the surgeon performed a surgical re-intervention to remove all implanted cages from c4-c7 and, in addition, performed a laminotomy and foraminotomy. To date, the patient's symptoms still have not been resolved. For this reason, this event was reported. It is noted that this case used three different cage implant lots during procedure on the same day for the same patient. This MDR is for lot 1005037. The other two lots for this exact same case will be reported on separate mdrs.

Event description:
A patient who received posterior c4-c7 cervical intervertebral fusion on (B)(6) 2016 had to go through a re-intervention on (B)(6) 2017 to prevent the potential for permanent impairment of the left arm. The implanted cages were placed medially enough to result in the patient experiencing left arm numbness and weakness for about 6 months before the re-intervention. All implanted cervical cages from c4-c7 were removed with laminotomy and foraminotomy during procedure. But, the patient's symptoms are still not totally resolved.